Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that the power cuts in and out. No other details regarding the nature of the event were provided.